Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci microcatheter 18l device could not be reviewed.

Event description:
Please refer to medwatch manufacturer report number 2954917-2012-00119. This report is for the second device involved in the case. One pass with a v 2.0 soft retriever and two passes each with two v 2.0 firm retrievers were made for right middle cerebral artery (r-mca) m1 occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. The tips of two v 2.0 firm retrievers broke when inserting them into the hub of merci microcatheter 18l (both breakages occurred outside of the pt). A hemorrhage at r-mca was confirmed during procedure. Also, an air embolism was seen during angiography from merci microcatheter 18l. A 39mg of t-pa was intravenously administered. No medical intervention was performed. Physician believes that the hemorrhage is attributed to vessel damage caused by pulling force to vessel during retrieval of the clot. Physician believes that the air embolism is caused by air mixed in the contrast media and that the breakage of the v 2.0 firms may be caused by pushing the retrievers hard to insert retrievers into merci microcatheter 18l.